Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition of the above evaluation, the device's pollen filter, exhaust fan assembly, 43-micron filter, motor blower assembly, stirring fan foam were replaced preventively. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software was uploaded, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition of the above evaluation, the device's pollen filter, exhaust fan assembly, 43-micron filter, motor blower assembly, stirring fan foam were replaced preventively. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software was uploaded, which was not related to the malfunction/issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.